Manufacturer narrative:
Product complaint # (B)(4). (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges injury, pain, elevated metal levels, fluid around the joint, loss of mobility and loss of enjoyment of life. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sticker sheets, medical and implant records received. After review of medical records, the patient was revised to address adverse local tissue reaction secondary to metal debris with abductor tissue damage, failure of recalled total hip, elevated serum cobalt levels, and a large cystic collection consistent with adverse local tissue reaction secondary to metal debris as seen on mars-MRI. Operative findings include significant amounts of scarring and fluid in the joint which was submitted for cell count and differential which had <100 nucleated cells and was negative for infection. Synovial tissue was also sent for frozen section and again was negative for inflammation or infection. There was also anterior abductor muscle damage/erosion with blood tinged clear yellow fluid and mild metal staining of tissues. There was scratching on the surface of cup, femoral head and trunnion. Abundant metal debris was collected adjacent to the junction between the trunnion and sleeve. The stem was not revised and was left in situ.